Manufacturer narrative:
Product complaint # (B)(4) additional information provided indicated that with respect to the original report, the correct report was as follows: "there was no issue throughout the case and no issue with the saw cutting out, the only issue was during setup." There was no patient involvement. The reportability was downgraded from reportable malfunction to not reportable.

Event description:
It was reported that in a recent ¿train the trainer¿ session (not a surgery but in a lab) that they were having issues with the velys saw array. The specific issue was the system intermittently tracked the saw array. They struggled through pointer check and saw blade calibration.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.